Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the unit noted the instrument had disrupted timing. A reload was unable to be loaded onto the unit due to the disrupted timing and the instrument was unable to be articulated due to the broken articulation knob. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torquing of the knob. Replication of the reported condition, articulation insufficient, could be due to excessive manipulation of the unit during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during abdominal wall hernia. For the first one, the first cartridge was used without problems. The user attempted to load the next cartridge, but could not be loaded properly. Attempting to load several times, the user was able to load it. But it was not articulate. For the second one, the user press the device against the abdominal wall and tried to tacking, but could not fire the tack. When the user tries tacking outside the body, the tack was advanced. The procedure was completed with another device. The status of the patient is alive with no problem.